Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Event description:
The customer stated that controls for ise tests have been recovering erratically on their modular analytics core analyzer. The customer also noticed that there was air in the line of the analyzer. The customer stated that an unspecified number of patient samples had questionable results that were reported and corrected. The customer provided an example of one patient sample that had an erroneous initial result for ise indirect na for gen.2 (sodium) that was reported outside of the laboratory. The sample was repeated and the repeat result was believed to be correct. A corrected report was issued. The sample initially resulted as 148 mmol/l and repeated as 142 mmol/l. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that there was debris in the system. He checked and flushed the system. He ran and checked the system as verification of correct operation.